Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a2dr01, ipg, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead threshold increased within one day of implant. The rv lead possibly dislodged. Rv lead revision was scheduled for the next day. The rv lead remains in use. No patient complications have been reported as a result of this event.